Event description:
It was reported that upon interrogation, the pacemaker was found to be in safety mode. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.